Event description:
Patient treated with portrait developed an infection on the chest. Chest was treated with 2.0 joules. Patient treated with levaquin antibiotic for 10 days. Infection cleared without reported sequelae.

Manufacturer narrative:
Patient's chest treated at 2 joules. Labeling recommends treating ventral areas with no more than 1.5 joules. Labeling includes the following risk: following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.